Manufacturer narrative:
Based on additional information received from the surgeon, it has been determined that our device was not a contributory cause of the event; this event no longer meets reporting requirements. (B)(4).

Event description:
The surgeon further clarified that the reason for iol explantation was not related to a quality defect of the iol but the nature of the patient's eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that almost 12 years following an intraocular lens (iol) implant procedure in the patient's left eye, the iol was explanted due to iol luxation. A new iol was successfully sewn in place. It was noted that in the opinion of the surgeon, the reason for the luxation was a "very long/big eye", large capsular bag, and an unstable position in the sulcus. Additional information was requested, however the reporting surgeon declined to provide any further information.